Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature and impedance, electrical, and irrigation tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Then temperature and impedance test were performed and no temperature was displayed. An electrical test was performed, and no electrical issues were found. The device was opened from the handle and corrosion and dried blood residues were found on all the electrical components. To rule out any water leakage issue, the device was connected to the flow pump and irrigation was performed for 30 minutes; however, no water leakage was observed. Dissection in the shaft area, close to the handle was performed and dried blood residues were observed in the internal components, for this reason a manufacturing investigation was initiated and resulted in the following findings: failure was caused by an omission of polyurethane (pu) application that led to not having enough pu to join the tip to the shaft. The electrical, recognition, temperature, and recognition issues were confirmed. The potential cause of the failures was the separation between the shaft and tip components, from which the blood flowed inside the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar rmt thermocool for which biosense webster¿s product analysis lab (pal) identified damage in the catheter shaft. During an atypical flutter case with carto v6 they started mapping with a biosense webster rmt-catheter. After a couple of hours of mapping (no ablation) all of a sudden, all signals went very noisy. The smartablate generator showed catheter temperature around 90 degrees celsius and carto gave error 19. The patient interface unit (piu) was switched off and signals went back to normal, but become very noisy again when restarting piu. Also, the carto gave errors 912 and 40 after restart. Then checked the catheter connections and noticed blood in the connector end of the catheter, but blood or other liquid was not observed on the patient table outside the catheter, only in connector end. All previous issues were fixed when we changed to a new catheter and cable. Additional information received indicated the noise was both on the carto and the recording system, however, they had intact ECG signals to monitor the patient¿s heath rhythm. The customer's reported noise, high temperature and other error code issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the shaft and tip components, from which the blood flowed inside the catheter. These findings were reviewed and assessed the damage in the shaft as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
On 17-sep-2024, the product investigation was reopened to clarify that due to the manufacturing investigation that was done, an awareness session was performed to prevent recurrence of the failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).